Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected/updated information has been provided in d4 catalog number. Corrected/updated information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis was patient condition related as clinical details reported flail leaflet papillary muscle was likely cause of hemolysis and pump explant did not resolve hemolysis. The cause of the injury was not determined due to insufficient clinical details. The cause of the device in wrong position could not be determined as no logs and insufficient clinical details were provided.

Event description:
An impella cp was inserted via the femoral artery to support the 79-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e shock. The patient was on a vent for respiratory needs, inotropes, and vasopressors prior to the pump placement. The underlying medical history was not shared. On the day of implant there was concerns of hemolysis due to elevated lactate dehydrogenase (ldh) lab values. The team confirmed pump position with transesophageal echocardiography (tee) imaging and observed a flail leaflet from papillary muscle rupture. The pump was positioned with contact of the mitral apparatus and was repositioned. The rupture was thought to be related to large anterior infarct and was thought to be culprit of hemolysis. There was no allegation that the pump was the cause of the rupture. The team and family made decision to withdraw care and patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e and decision to withdraw care.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.